Event description:
During an implant induction, testing was being conducted after the pocket was closed. While the device was charging, rf telemetry was lost. The device did not deliver therapy. The patient was externally defibrillated. The device was re-interrogated using inductive telemetry, and the device presented in hw vvi with no hv therapy available. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported event of backup vvi (bvvi) reset was confirmed in the laboratory. The bvvi reset was caused by a power on reset (por) during charging for hv therapy. It was confirmed that the rf telemetry connection was poor, the signal dropped out several time during the session. This anomaly was reproducible. An anomalous integrate circuit was identified, but further evaluation into the cause could not be completed as the device sustained irreparable damage during the analysis. The root cause was not determined.